Manufacturer narrative:
According to the customer, on (B)(6) 2022, a "spinal needle was inserted at l3-l4, the stylet was removed and then the os was encountered. Attempted to withdraw the whitacre and introducer needle. At that point, the distal 1/3 of the whitacre needle was noted to be missing." The customer reported that the retained needle was confirmed with an x-ray. According to the customer a 'neurosurgeon' was consulted and the patient required 'surgical intervention' to remove the retained needle. The customer reported the 'c-section' was able to be completed by 'placing a second spinal attempt'. Sample is not available to be returned. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, a "spinal needle was inserted at l3-l4, the stylet was removed and then the os was encountered. Attempted to withdraw the whitacre and introducer needle. At that point, the distal 1/3 of the whitacre needle was noted to be missing." The customer reported that the retained needle was confirmed with an x-ray.